Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. Reportedly the anchor came off. Patient began use of the appliance on (B)(6) 2023, and reported the appliance broken on (B)(6) 2025. No injury was reported.

Manufacturer narrative:
Corrected data: d1 additional data: d4 the device was returned. The investigation has been updated, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken and detached. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: comp-(B)(4).